Event description:
It was reported that five months after the crystalens at-50ao had been implanted, the patient presented with iritis. "Z" syndrome was detected and yag was performed. According to the surgeon, the most likely cause of the event was capsular contraction. The patient's current prognosis and treatment was described as guarded, patient has recurrent z syndrome.

Manufacturer narrative:
The iol is not available for analysis as it remains implanted in the patient's right eye. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event cannot be determined. The cause of the event is most likely due to capsular contraction, as indicated by the surgeon.